Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the leak from cut tubing at valve (vl) 46a. The fse replaced the tubing resolving the leak. The leak damaged the light scatter (ls) preamplifier, which was discovered by the fse while performing latron light scatter gain calibration. The fse replaced the preamplifier, resolving the issue. (B)(4).

Event description:
The customer reported light scatter (ls) offset too low error messages and discovered a clear fluid leak of approximately 5ml from a coulter lh 750 hematology analyzer. The leak was contained within the instrument and the customer stated it was coming from the area of the flowcell. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.